Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data for a battery. The battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use.

Manufacturer narrative:
Product event summary: the controller and battery were not returned for evaluation. No performance allegations were made against the battery. Log file analysis revealed a controller power-up event, with an associated motor start event, on (B)(6) 2019 at 12:43:57. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 87% relative state of charge (rsoc) and another battery was connected to power port two (2) with 74% rsoc. The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and a battery was connected to power port two (2) with 0% rsoc. The controller was without power for 16 seconds. As a result, the reported event was confirmed. Additionally, review of the alarm log file revealed that a critical battery alarm was logged on a battery on (B)(6) 2019 at 12:43:58, immediately following the controller power-up event. At this time, the battery dropped from 74% rsoc to 0% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the capacity dropped to 0% rsoc may be indicative of an estimation error. The most likely root cause of the critical battery alarm can be attributed to an estimation error, which resulted in the battery's capacity dropping to 0% rsoc, triggering a critical battery alarm. The estimation error may have also contributed to the loss of power, as the user would not have been aware that the attached battery was completely depleted when the primary power source was changed from a battery to a power adapter. A possible root cause of the loss of power can be attributed to a disconnection of both power sources or to a disconnection on one power source with a malfunction on the remaining attached power source. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2017 / serial or lot#: (B)(6), UDI #: (B)(4), d10: no h3: yes h4: mfg date: 31-mar-2016 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 104 h6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvbb1d4 ICD and 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had an unexpected power loss. The controller remains in use. No patient complications have been reported as a result of this event.